Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input 1 u:10 g instead of 1 u:7 g for bolus delivery. Additionally, the customer incorrectly set the time settings from am to pm which caused the date on the pump to be one day off. Tandem technical support assisted the customer with correcting the settings.